Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine would not come out of the bd nano¿ 2nd gen pen needle during use. The following information was provided by the initial reporter: has been having issue with medicine not coming out of the needle while trying to use it.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 06-may-2022. H.6. Investigation: customer returned a total of 5 used 4mm, 32 gauge nano pro pen needles from lot 1075772. Each of the pen needles were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the pen needles. The pen needles were returned undamaged and functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that medicine would not come out of the bd nano¿ 2nd gen pen needle during use. The following information was provided by the initial reporter: has been having issue with medicine not coming out of the needle while trying to use it.